Manufacturer narrative:
No medwatch form was received the damage found was sustained during the surgical procedure. The lead exhibited normal electrical characteristics.

Event description:
Patient presented in clinic for normal follow up, it was noted patient had an exit block and sensing changes. X-ray noted lead dislodgement. The lead was explanted and replaced after repositioning was unsuccessful.